Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead: (B)(6) 2009. 6947 implantable defib lead: (B)(6) 2009. (B)(4).

Event description:
It was reported that therapy for ventricular tachycardia was initially withheld due to the device detecting atrial lead far field r wave (ffrw) oversensing as atrial fibrillation. It was also reported that the ffrw oversensing was only seen on the patient's stored electrogram. The atrial lead sensitivity was reprogrammed and the device and lead remain in use. No further patient complications have been reported as a result of this event.